Event description:
On 29-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (3 tubings), showed that the tubing were detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the slovenia. The patient reported that the infusion set's tubing detached from the infusion set and this issue occurred with two sets. On (B)(6) 2019, the infusion sets were inserted in the gluteus and the blood glucose level was slightly elevated, it occurred during the night, but he noticed when he woke up. The first event occurred on (B)(6) 2019 with the blood glucose level of 14.6 mmol/l and the second occurred on (B)(6) 2019 with highest blood glucose level of 18.2 mmol/l. The patient reported that the blood glucose level fell three hours after he delivered the insulin. No further information available.

Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached from the infusion set and this issue occurred with two sets. On (B)(6) 2019, the infusion sets were inserted in the gluteus and the blood glucose level was slightly elevated, it occurred during the night, but he noticed when he woke up. The first event occurred on (B)(6) 2019 with the blood glucose level of 14.6 mmol/l and the second occurred (B)(6) 2019 with highest blood glucose level of 18.2 mmol/l. The patient reported that the blood glucose level fell three hours after he delivered the insulin. No further information available.